Event description:
It was reported that sometime after implant, the pump became high-riding in the scrotum. Physician did a revision surgery to move the pump downward in the scrotum. No components were exchanged.